Manufacturer narrative:
Per -(B)(4) combined report: it was reported that the explanted devices had been discarded by the hospital following the revision and thus could not be returned for examination, however, the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes were not available, however, the surgeon had commented that he believed the fracture of the screws was not related to the quality of the devices, but due to the fact that the trinity acetabular cup had not achieved adequate fixation and thus they were the only mechanisms holding the cup in place. The surgeon also stated that the reason for the lack of cup fixation was most likely due to the patient having poor bone quality as a result of having multiple revisions in a short period of time. Based on the information provided and the investigation conducted at corin it has been concluded that the reported revision was required due to patient conditions (poor bone quality) and not due to a malfunction or failure with the corin devices and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the cup, insert, liner and screws after approximately 9 months due to loosening of the acetabular cup and fracture of the screws.